Event description:
The patient came in for treatment of pcom aneurysm. The tumor size is 1.4cm x 0.95cm. The first stent could not be released. It was withdrawn out of the patient and tried to re-advance, but fell and could not find. Then used the second one, still failed. The surgeon changed to use 28mm microcatheter (lot:15600419) and stent ( lot:10106607 ) to complete the procedure. Additional clarification received from the affiliate indicated that the catalog and lot number of the second stent that failed was enc453712, 10106607. The first one with lot# 10081343 deployed outside of the microcatheter and out of the patient. Only lot 10081343 made it through the microcatheter, but could not be deployed when attempting to withdraw the microcatheter for deployment.

Manufacturer narrative:
A non-sterile microcatheter select plus 150/5 cm was received coiled inside of a plastic bag. The microcatheter was inspected, kinks and compressed section was noted on it. The microcatheter was inspected under a microscope and a compressed section was noted on it. The ID from the microcatheter was measured and was found within specification according to document es05104 rev 7. The microcatheter was flushed using a lab sample syringe nipro, after that an enterprise (lab sample) was introduced in to the microcatheter and the enterprise was advance smoothly until it can came out of the microcatheter's distal tip, slightly friction was felt when the enterprise lab sample was pass through the kinks and compressed section found on the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "resistance/friction" was confirmed during the functional analysis. The failure experienced by the costumer appears was due to the kinks and compress section found on the microcatheter. The damages found on the device could not be conclusively determined; however, these defects could not be related to the manufacturing process. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place (000mi033 rev. 52) that prevents these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The enterprise vrd ((B)(4)) could not be released when withdrawing the prowler select plus ((B)(4)) microcatheter for deployment. The enterprise was withdrawn from the patient and when trying to advance the stent out of the microcatheter after withdrawal, it fell and could not be found. A second enterprise ((B)(4)) was then attempted to be placed; however, this was unsuccessful and the stent was withdrawn. The microcatheter was then changed to another prowler select plus ((B)(4)) and another enterprise stent ((B)(4)) was used to complete the procedure. A non-sterile prowler select plus 150/5 cm microcatheter was received coiled inside of a plastic bag. The microcatheter was inspected, kinks and compressed section was noted on it. The microcatheter was inspected under a microscope and a compressed section was noted on it. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe nipro, after that an enterprise (lab sample) was introduced in to the microcatheter and the enterprise was advance smoothly until it can came out of the microcatheter's distal tip, slight friction was felt when the enterprise lab sample was passed through the kinks and compressed section found on the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction was confirmed during functional analysis and was due to kinks and compressions found on the microcatheter. However, with functional testing a lab sample enterprise vrd was able to be deployed despite the friction. Additionally it was reported that the first enterprise stent was deployed once the device was out of the patient. The cause and timing of the kinks/compressions cannot be concluded. However, there was no report of resistance when placing the microcatheter over a guidewire to the target site which would have been done prior to use with the enterprise. Inspections are in place to prevent these types of damages from leaving the facility. With review of the available information and the analysis; there is no indication of any device manufacturing issues impacting the event. Although no conclusion can be made, it appears that procedural factors may have impacted the events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices used: two vrd stents, lot 10081343 and 10106607. (B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.